Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Tgu313120j/14885347 (B)(4). Tgu313115j/14744121 (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of a descending thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis (tgu313120j/14885347). The delivery catheter was unable to be reached the intended area due to the patient¿s extremely tortuous anatomy. The physician was then trying to withdraw the delivery catheter back into the sheath without radiography, but it could not be withdrawn. Radiography was used to check the situation, and it showed the catheter was hanged up by the sheath. It was reported that force was used in an attempt to withdraw the catheter. Eventually, tgu313120j/14885347 was deployed unintentionally. Its proximal end was located below renal arteries and distal end was located in the right common iliac artery, so the left common iliac artery was unintentionally covered. It was also reported that the leading olive had detached from the delivery catheter, and the physician was able to remove it. The sheath was replaced with leaving tgu313120j/14885347 as it was. The physician tried to implant another conformable gore® tag® thoracic endoprosthesis (tgu313115j/14744121), but it was unable to advance the device to the intended area. Therefore, tgu313115j/14744121 was implanted more distal than planned in the descending thoracic aorta. The physician then implant another stent graft (tx2) distal to tgu313115j/14744121 with pull-through technique. After checking the position of the superior mesenteric artery (sma) by angiography, tx2 was deployed just proximal to sma. However, sma was not observed by angiography after the deployment of the tx2. The physician suspected that tx2 covered the artery. The procedure was converted to open surgery, and it was confirmed that sma was not covered by tx2, but malperfusion due to dissection had occurred. A bare metal stent (innova) was implanted in sma to restore blood flow during the laparotomy. Reportedly, blocking time of sma was approximately 1.5 hours. Malperfusion of the left renal artery was also found, so a bare metal stent (genesis) was implanted through the femoral artery approach. The patient¿s abdominal aorta was in a state like an aorto-uni-iliac (aui), so femoral-femoral artery bypass was made to restore blood flow to the left leg. The celiac artery was ligated since the artery had intentionally covered by tx2. After that, the procedure was concluded. The patient tolerated the procedure.